Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced two events of inappropriate therapy for atrial fibrillation (af) with rapid ventricular response that were detected as fast ventricular tachycardia (fvt). The device remains in use. No further patient complications have been reported as a result of this event.